Event description:
Caller reported that there was a cgm error 42, which had occurred three or more times on the pump in the past. Despite the repeated occurrences of the error, there was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the defective pump since it was still under warranty. The customer was instructed on how to put the pump into storage mode before returning it and agreed to return the pump using a pre-paid label within 10 days. The customer planned to continue using the current pump until the replacement arrived.